Manufacturer narrative:
(B)(4). Follow up for device evaluation one sample of a 3 ml integra syringe, part number 305270, batch 4304388, was received and evaluated. The sample was received in an unsealed package containing all applicable product information. Leak testing was performed, and no leakage was observed, therefore, the sample was found acceptable. No additional defects were identified, and the observed condition meets product specifications. A device history record review was completed for material number 305270, lot 4304388. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is compliant with applicable product specifications.

Event description:
It was reported that bd syringe integra 3ml w/ndl 25x1 rb caused leakage. Rcc received a complaint via email. I just used a bd integra syringe 3ml 25g 1" tw (0.5mm x 25mm) for cyanocobalamin (b-12) injection into my thigh, which I do monthly. I have been on b-12 since the 1990s. As I fully pushed it in, this syringe leaked between the upper part (needle) and the lower part (vial), spilling onto my hand and the carpet. I have no idea how much I went into my muscle. Maybe nothing! I tried to scan the qr code but was unable. (B)(4), lot 4304388. Crack: not that I can see loose connection: I'm not sure.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.